Event description:
It was reported that on 06 nov 2023, the catheter was found to be leaking during used on the patient. Patient was reported to be fine post the procedure.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that (B)(6) 2023, the catheter was found to be leaking during used on the patient. Patient was reported to be fine post the procedure.

Manufacturer narrative:
Qn# (B)(4). The customer report of a leaking catheter was not able to be confirmed through visual inspection of the customer supplied video. The customer provided one video showing what appears to be the customer flushing a used catheter over needle component. The catheter body was noted to be partially deployed off the cannula. A red fluid (assumed to be biological material) is being flushed through needle component and was observed exiting the distal end; however, a leaking catheter cannot officially be confirmed due to the video quality. Further comparison of the catheter over needle shown and the catheter over needle normally packaged within this finished good revealed that they are not the same; however, a complete visual inspection could not be performed to verify this. The IFU provided with the kit informs the user, "do not reinsert needle into introducer catheter (where provided) to reduce risk of catheter embolus". A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that" (B)(6) 2023, the catheter was found to be leaking during used on the patient. Patient was reported to be fine post the procedure.